Event description:
The customer reported that there was a problem with the break and image quality. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep repaired the break and readjusted the polar. The system operates as intended.